Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 535 mg/dl back to back with a result of 160 mg/dl when testing was performed 2 minutes a part on the advantage system. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.